Event description:
It was reported that during an obgyn procedure, the device locked on the tissue and had to be pried open with another device. There was no damage to the tissue. There was no patient consequence.

Manufacturer narrative:
Insufficient crimp. The analysis showed that the instrument was received with the flex neck extended from the tube due to a non-conforming crimp assembly. A cartridge was received loaded on the device, fully fired and with the spring cartridge lockout normal. The flex neck was pushed manually to its place and cartridge was loaded into the instrument and tested for functionality; the instrument fired all the staples as intended, however the anvil did not open as the flex neck extended after attempting to release the anvil. Although there is not conclusion to how the crimp got loose, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.